Event description:
It was reported to resmed that an astral ventilator failed to pass its internal self-test. There was no patient harm or injury reported as a result of this incident. MFR # 3004604967-2015-00129.